Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they experienced low blood glucose. Customer's blood glucose level was 45 mg/dl at the time of event. Customer declined troubleshooting for low blood glucose. Customer treated low blood glucose level with orange juice. Auto mode was not activated at time of low blood glucose event. Customer reported sensor issues like change sensor alert, calibration not accepted and received depleted transmitter battery alert. The insulin pump will not be returned for analysis.